Event description:
Screws broke approximaately four week post-operatively. Revision surgery was required. The parts of the broken screws have been sent to the laboratory to be evaluated.

Event description:
Two titanium screws were broken at the third thread. The tip of the hex driver was also found to be broken off in one of the screws. The hex tip most likely broke during screw removal. According to the complainant, the screw broke approximately 4 weeks post-operatively. A revision surgery was required to remove and replace the broken screws. The broken piece of the screw was examined dimensionally. The dimensions that could be obtained from the remianing sample conformed to specifications. A metaliurgical analysis was performed on the broken screws. The results of the testing suggest that the screws were exposed to "high nominal stresses under tension-tension or tension-compression." Both screws conformed to the material specifications of astm f136. Post operative x-rays were requested to aid in eval. They were not made available. The exact cause of the screw breakage cannot be determined. Metaliurgical testing showed that the screws were exposed to high levels of fatigue by tension-tension or tension-compression which most likely contributed to the screw breakage. No material defects were observed. X-rays were not available to see if the screws were properly placed, or to determine if an interbody fusion device or posterolateral fusion was utilized.